Event description:
The consumer reported that she fell on cement three to four months prior to the report. Since the fall, the patient did not get pain relief from implantable neurostimulator (ins) when she had severe pain, but had pain relief with normal pain. The patient stated that the stimulation hadn't changed and she was feeling stim in her thigh and back. It was noted that a manufacturer representative reprogrammed the device a month prior to the report, but that did not resolve the patient's issue. This was considered to be a sudden change in symptoms. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as post lumbar laminectomy syndrome and spinal pain. Additional information was received from a manufacturer representative (rep) on (B)(6) 2016. It was reported that the rep remembered meeting with the patient in (B)(6) 2016 for reprogramming for better coverage and was doing well afterwards. The rep was not aware of the patient's loss of severe pain relief following a fall but discussed with the patient to follow-up with her physician if the pain didn't get better.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that as a step to resolve the loss of pain relief after the fall, they met with their physician and was sent for a referral for a morphine implant (last monday, (B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.